Event description:
According to the reporter: during surgery upon cleaning the root of jaws by using surgical instrument, a white material was removed together with burnt deposit. After that, the device was used continuously and the procedure was well completed.